Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. (B)(4). The cause was identified to be physical damage to the 10 foot long cable assembly. To correct this condition the cable assembly was replaced. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. If any additional information is received, a follow-up will be sent.

Event description:
During product evaluation by a baxter service technician, an automix compounder was found to have a damaged 10 foot long cable assembly. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The user interface module master software version for this device is not available at this time. No additional information is available.